Event description:
It was reported by a neurosurgeon that the vns pt underwent generator replacement due to end of service (eos). At the time of surgery on (B)(6) 2010, the surgeon replaced the generator and observed high lead impedance. He troubleshot the generator by reinserting the pin twice and still observed high lead impedance. Generator diagnostics resulted ok which ruled out generator problem. Due to time constraint, the surgeon turned off the generator and scheduled a lead revision surgery on (B)(6) 2010. During the second surgery, the surgeon replaced the lead and generator which resulted in lead impedance 'ok.' The lead was discarded by the surgeon and is not available for analysis. Prior programming and diagnostic history could not be obtained since the treating neurologist has retired. No x-ray was taken and the surgeon was unaware if any trauma or manipulation had occurred.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.